Manufacturer narrative:
The device was not returned to olympus for inspection. An olympus field service engineer was dispatched and confirmed the reported issue. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the olympus field service engineer observed that the gastrointestinal videoscope's air/water channel blockage was caused by the use of salt water. There were no reports of patient involvement.